Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead experienced a buzzing sensation. Interrogation reavealed a shorted lead message. Episode review revealed a diverted shock, followed by an 31j shock, which reported a shorted impedance. The device was explanted and a new device was implanted. The lead remains implanted. The device was returned for analysis.